Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an uncut flap in unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative (did not) confirm nor replicate anything that would have contributed the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications in relation to the reported event. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).